Manufacturer narrative:
The user complained that he could only find low intensity sensor signal on the placement guide when the transmitter is pressed firmly against the skin, but when released or moved slightly sideways, the signal loses. As part of initial troubleshooting process, the customer was asked to perform a placement test which resulted in "no signal". The case was escalated to technical support team who observed multiple "no sensor detected" alerts on the data management system (dms), a cloud based platform for eversense system. It was initially determined that the issue could be with the transmitter and a transmitter replacement was given to help resolve the issue. Despite the replacement of transmitter, the customer continued to experience the same issue. The customer was then redirected to hcp to discuss about next steps such as removal and replacement of the sensor as the sensor might have been placed in a non-ideal location or inserted too deep. No further information was received regarding this incident.

Event description:
On 28 july 2025, senseonics was made aware of an incident where the user complained of frequent sensor disconnections the sensor was inserted on (B)(6) 2025 and the issue began appearing since then. A transmitter replacement did not resolve the issue and the user was redirected to hcp to discuss about next steps, such as removal and replacement of the sensor. The issue did not lead to any adverse event nor caused any patient harm.